Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after being placed in the operating room, the foley catheter was naturally removed in the ward as the fixation fluid had leaked.

Manufacturer narrative:
The reported even is confirmed manufacturing related. Received (4) photo samples. The image provides an overall view of the catheter pcn 119314 with the verified lot number (ngjy4781). The catheter balloon was deflated. A closer view of the catheter balloon tip is shown. The balloon again appears asymmetrical and does not present uniform inflation. The final photo shoes the inflation valve with the cap securely attached. The reported failure could not be evaluated because functional testing was not possible based solely on these photos. Functional: received 1all silicone temp sensing foley catheter with sample pot connector. Visual inspection noted no obvious observations. Catheter tested for leaks. Using in house luer lock syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water). Upon inflation leak present at trifurcation due to a pin hole measuring 0.013in. This does not meet specification which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12182448. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after being placed in the operating room, the foley catheter was naturally removed in the ward as the fixation fluid had leaked.